Event description:
While getting arterial access, micropuncture wire migrated to abdominal aorta. Micropuncture wire was retrieved with a snare.

Event description:
While getting arterial access, micropuncture wire migrated to abdominal aorta. Micropuncture wire was retrieved with a snare.